Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 4/6/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/17/2017 with the following findings: unexplained por¿s observed in the black box. Battery compartment is cracked above the bumper pad. No moisture/corrosion observed in the battery compartment. Returned battery cap has stripped threads. The cap was unable to maintain electrical connection, reported ¿power¿ complaint is duplicated. New test battery cap was able to fit to maintain electrical connection. Test battery cap was used to complete a 24hr duration test; no por¿s were duplicated during this time. The pump cover was removed; no evidence of internal moisture or damage to the power circuit was found. Base crack observed between case seal and keypad.